Event description:
Discordant (B)(6) results were obtained on an advia centaur xp instrument. The discordant results were reported to the physician(s), who questioned them. It is unknown if the confirmatory testing or the repeat testing were performed. It is unknown if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
The initial MDR 1226181-2015-00169 was filed on april 04, 2015. Additional information (03/23/2015): a siemens customer service engineer (cse) specialist was dispatched to the customer site and evaluated the instrument and the instrument data. The cse replaced the waste probe, reagent probe 2 home sensor, and the reagent probe 2 ribbon cable. The cse ran quality controls, which were within acceptable ranges. The cse also installed and tested a new c-luminometer service kit, and set the waste probe bottom position. On a follow-up visit, the cse replaced the tubing from the base valve to the probe, replaced the base reservoir connector assembly and replaced the acid and base bottles. The cause of the discordant hbsag and tni-u results is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, false positive troponin I ultra results were obtained on an advia centaur xp instrument. It is unknown if the discordant results were reported to the physician(s). It is unknown if the repeat testing was performed or if the corrected results were reported to the physician(s).there are no known reports of patient intervention or adverse health consequences due to the discordant, false positive tni-u results.

Manufacturer narrative:
The cause for the discordant (B)(6) results is unknown. Siemens healthcare diagnostics is investigating the issue.